Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, unable to verify the reported fault of intermittent image loss. A bent pin was found in the front socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the video system center had intermittent image loss. The issue occurred during a therapeutic laparoscopic hemicolectomy procedure. The procedure was completed with a similar device and a 10-minute delay. There were no reports of patient harm.